Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced extreme pain from exposed portion of mesh, erosion, pain during sex, vaginal discharge and an overactive bladder. It was reported that patient underwent mesh revision/removal (B)(6), 2012. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent excision of suburethral mesh, transvaginal urethrolysis, anterior colporrhaphy and cystourethroscopy on (B)(6) 2012 by dr. (B)(6), md due to exposed mesh, dyspareunia, and cystocele. No additional information was provided.

Event description:
Details: it was reported that the patient underwent excision of suburethral mesh, transvaginal urethrolysis, anterior colporrhaphy and cystourethroscopy on (B)(6) 2012 by dr. (B)(6), md due to exposed mesh, dyspareunia, and cystocele.

Manufacturer narrative:
(B)(4). It was reported that the mesh was removed on (B)(6) 2012 due to pain, erosion and discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.